Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to a femoral periprosthetic fracture. The patient's entire hip construct was revised, as the surgeon reported that the shell was in poor position. Rep confirmed there are no allegations against the revised liner and head, and that no further information will be released by the hospital or surgeon.